Event description:
The manufacturer received information alleging a malfunction of a ventilator's active exhalation control module. There was no patient harm or injury reported. The device was returned to a third party service center but the evaluation has yet to begin. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.